Event description:
Additional information received reported that the patient had a medical history of seizures when they first went to the clinic, prior to having the pump implanted. The seizures were not considered to be related to the pump. The reporter had no further information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the patient had had seizures for about a year and had a ¿dns in his chest to the neck and brain to stop the seizures¿. The pump was delivering fentanyl and bupivacaine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).